Event description:
Manufacturer received a report from the consumer alleging the consumer fell while using the walker. The left rear leg allegedly broke. As a result of the incident, the consumer had to have hip surgery to correct damage to hip. User has a history of falling.